Manufacturer narrative:
Evaluation of returned device and a review of device history records revealed no evidence of product non-conformance. It is probable that the femoral head impinged on the acetabular liner during bending, which led to dislocation of the liner; however, the root cause for the luxation of the modular head and cannot be determined with the information provided.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent initial total hip arthroplasty on (B)(6) 2000. Subsequently, patient was revised on (B)(6) 2015 due to poly wear and recurrent subluxation. The liner, modular head and locking ring were removed and replaced.